Event description:
The customer's family member called to report the patient's death from insulin shock. The family member states that they are unsure whether the pump was worn at the time of death but was sure that the pump was with the customer. The family member also inquired about the delivery of the pump. The auto-off feature was explained. They are trying to get the pump back at this time.